Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): customer reports approximately (B)(6) male having a urodynamics procedure when the table movement failed. Neither the footswitch or the handswitch would operate correctly in the table movements. Staff had to assist patient from the table attached voiding stool via a ladder. Patient was moved to another room where physician completed the procedure without further incident. No reported injury.